Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two open and manipulated samples (contaminated) with the needle detached from the thread (the thread is outside the support card) and 134 closed samples. To evaluate the conformity of the closed units, we performed the following tests: -tightness test to the closed samples received has been performed and the units are tight. -needle attachment strength results conducted on 32 closed samples received (according to iso 2859/1 level I) are 0.55 kgf in average and 0.30 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.46 kgf in average and 0.23 kgf in minimum. Regarding the open samples received, further analysis could not be performed as the samples were contaminated. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements and the open samples received are contaminated and further analysis cannot be performed. Final conclusion: although the results of the closed sample received fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle and thread were already separated when nurse opened the package. No patient involvement. No delay in the procedure, just the time it takes to open another product.